Event description:
Physician ordered ns 3% 250ml over 6hrs. The rn picked up the medication and pump to take to the patient's home. She hung the bag and inserted the tubing into the acclaim pump. After several attempts, she was unable to resolve occlusion alarms. The fluids were unable to be started. Rn called the pharmacy to have the pump replaced. The therapy was delayed for an hour while pumps were switched out.